Event description:
The following has been reported: the clinic reported that the screen remains off while the unit continues to sound an alarm. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.